Manufacturer narrative:
Product analysis: one 6f sherpa guide catheter was received for analysis. A kink was noted directly beside the strain relief. Using an in-house syringe, the catheter was flushed with water and water was noted leaking out of end of the strain relief. The catheter shaft was noted to be loose inside the strain relief, and the strain relief and hub were able to slide directly off the catheter without force. No damage was noted to either the hub or the strain relief. Deformation was seen to the very proximal end of the catheter which was inside the strain relief. Wire braid was exposed. Kinks were noted along the shaft approx. 39cm, 45.5cm and 47cm from the strain relief. No deformation was noted to the distal end of the catheter. .if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a 6f sherpa balanced guide catheter was used to treat a lesion in the ostium of a vessel. There was no damage noted to the packaging. The device was removed from the packaging as per IFU. The device was inspected with issues. The device was prepped as per IFU. Excessive force was not used. It was reported that there was a small leak in the proximal part of the catheter shaft that allowed air to get in during the procedure. It was also reported that there was a kink at the hub. The issue was noted when loading the catheter. The device was in the patient when the leak and kink occurred. The patient is alive with no injury.